Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant positive immulite 2500 troponin test result. The instrument is performing within specs.

Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt serum when compared to the clinical picture. The repeat troponin test results were negative. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test result.